Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-02466. It was reported that the patient's scs leads had high impedances that were preventing the patient's system from entering MRI mode. Surgical intervention may take place at a later date to rectify the issue.

Manufacturer narrative:
A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. It was determined the patient's leads read high impedances. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Event description:
Additional information received indicates x-ray imaging confirms the patient's leads migrated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced.